Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. The investigation determined the likely cause of the reported event was an accidental failure of a power supply electrical component(s).

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The unit was burned in for more than 3 hours and the power functioned as expected. The problem could not be confirmed.

Event description:
Olympus was informed of a report that the device shut off during a procedure when using an olympus, cyf-vh scope with the olympus, cv-170 video system center. There was no patient injury or harm, associated with the problem, reported to olympus.